Event description:
It was reported that stent damage occurred. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure while attempting to pass into overlapping stents, it was noted that the stent distal end was damaged. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure while attempting to pass into overlapping stents, it was noted that the stent distal end was damaged. The procedure was completed with another of same device. There were no patient complications nor injuries reported. It was further reported that the 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. It was also noted that the procedure was not completed and the patient was stable post procedure.